Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# unknown, product type: recharger. Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient was having a full system revision due to lack of efficacy. There was a 50% or greater symptom reduction. The lack of efficacy started to occur because the patient had back surgery recently. Components involved with the issue were the leads that were displaced. The provider attempted to reprogram. The patient had the revision, the leads were revised and the patient had coverage in the correct areas.